Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the user guide, do not use any other insulin with your system other than u-100 humalog or novolog. Only humalog and novolog have been tested and found to be compatible for use in the system.

Event description:
It was reported the customer was transported via ambulance to the emergency room (ER) with a blood glucose level of 120 mg/dl. Reportedly the customer was using humalog u-200. Tandem technical support educated the customer on insulin labeling. Customer had anxiety and double vison. Customer was treated in the ambulance with intravenous fluids of saline and was just monitored in the ER. Customer was discharged later the same day with the issue resolved and no permanent damage.